Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customer's site. The fse reviewed the error logs and confirmed the reported error 168 (server motor errors). The fse replaced the main controller pcb (mmcu) and verified that the motor is spinning and operating correctly. Verified full operation and returned the unit to service. The mmcu was later received at our quality assurance laboratory and underwent thorough analysis. Visual analysis of the returned device found that the mmcu was in overall good physical condition. During functional testing of the printed circuit board, once voltage was applied to the central microcontroller the board began to warm up, indicative of a damaged microcontroller. Based on the analysis results, the reported event is confirmed. It is likely that the damaged mmcu could have affected the device performance leading to the procedure being aborted.

Event description:
It was reported that errors 168: "mirror motor error-mirror motor test failed" and 171: "mirror motor error-mirror motor general failure" displayed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that errors 168: "mirror motor error-mirror motor test failed" and 171: "mirror motor error-mirror motor general failure" displayed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.